Manufacturer narrative:
Product evaluation found lens returned dry in a micro centrifuge vial with clear surgical residue/debris on product. Visual inspection found a missing piece of haptic and red and clear residue on lens. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -14.5/+1.5/88 diopter, in the patient's left eye (os) on (B)(6) 2016. The patient experienced excessive vaulting, elevated iop, significant reduction of irido-corneal angles, pigment dispersion. The patient also underwent enlargement pi or addition of new pi, and secondary yag surgery. On (B)(6) 2017 the lens was exchanged for a shorter lens, and the problem was resolved. At the date of MDR submission, the lens has not been returned.